Event description:
On oct 15, 2009, the lay user/pt contacted lifescan (lfs) to report that one touch lancing device was damaged. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. In 2009, the pt noted the lancet holder of the reported lancing device was damaged; she was unable to obtain a blood sample for self-glucose testing. Since approx 2 days later, the pt experienced the symptoms of vertigo, lightheadedness and sweating every morning upon waking. The pt administered self-treatment with oranges and juice and felt better afterwards. She did not seek medical attention. Troubleshooting revealed this was not new product, and there was no misuse of the device. The lancing device was replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the lancing device issue, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.